Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Contact information was not provided at the time of the report. Follow up was unable to be completed. (B)(4).

Event description:
A consumer reported an intraocular lens (iol) that kept sliding out of place after cataract surgery. The surgeon had to go "retrieve" the lens and replace it three times. The consumer is also on four drops for inflammation and has increased intraocular pressure (iop) postoperatively.